Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room to replace the left ventricular lead due to phrenic nerve stimulation. Several attempts were made to change pacing vectors and lower the left ventricular amplitude but the patient still experienced phrenic nerve stimulation. The lead was explanted and replaced with an epicardial lead successfully. The patient was reported to be doing well post procedure. According to the physician, the lead was not the cause of phrenic nerve stimulation.